Event description:
I am glad to know FDA is looking at lasik side effects. I feel I gained more from the surgery than I lost and I never filed a complaint with my doctor. I thought I was informed of all the risks, but I think things were not known at the time. While I had 20/20 vision for several years and the initial results were very dramatic, my eyesight has worsened over time. I began wearing slightly corrective glasses in 2002. Now I wear glasses most of the time. It isn't absolutely necessary in the daytime, but since my vision is not perfect, so it helps me, esp. With my weaker eye. It went back to being the weaker eye. More seriously is the fact that my night vision is seriously impaired. I cannot drive without my glasses at night. I do fine in the city where there is a lot of light at night. And, rarely found myself driving in darker places. But, I discovered a couple of years ago that I cannot drive in areas where it is darker and single lights serve the purpose of lighting. Single highway lamps or other cars headlights completely disperse and obstruct my vision. The light bursts out in lines in many directions. Seriously, I will not drive at night under those circumstances.